Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient underwent a vaginopexy with implant of a bard/davol flat mesh. Operative dictation notes the mesh to have been "t" shaped with the "t part of the polypropylene mesh" sewed to the vagina and the "long part of the t back to the sacral promontory." The patient was indicated to have a complete vaginal prolapse. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.